Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was up all night long and had not had anything like that in his life. The patient requested assistance to turn on the ins. Trouble shooting attempts were made and the patient programmer showed stimulation was off. The patient turned therapy on and increased from 0.0 to 2.1. The patient confirmed it was a comfortable level of stimulation. On 2018-01-23 additional information was received from the patient. It was reported that the patient had a surgery on (B)(6) 2017, for prostate cancer in which it was taken out and since the surgery, he has had worse side effects. The patient inquired whether not having the prostate taken out would have any effect on the therapy. The patient mentioned he had always had issues with bladder but it's been worse after the surgery. The patient noted that the healthcare professional said there would be swelling from the surgery and might have to use the bathroom more because of this. In addition, the patient inquired if his settings got wiped out by the surgery. The patient has not had the implant check since the surgery. Also, the device did not help the afternoon before the report. He mentioned he gets shocked when increasing, which was clarified to be stimulation sensation. Furthermore, the patient got up the night before the report and had to pee every 20 minutes. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the patient was up all night on (B)(6) 2018 with symptoms and on (B)(6) 2018 the patient's healthcare provider (hcp) changed the patient's therapy to program 4 at 0.4 and the patient planned to continue working with their healthcare provider (hcp) regarding their symptoms. According to the patient their bladder spasms had gotten worse since the start of the week. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had bladder spasms for a year or two, but since (B)(6) 2018, it got worse. The patient stated that he had a bad spell a couple of bad nights and last night was a bad night. The patient mentioned that he kept turning stimulation up and down and it did not do him any good. The patient noted that he did not know what to do. It was stated that he would get up to go to the bathroom, he would pee a little bit, laid back down, and in about 30-40 minutes he had to get up and do it again. The patient reported that he had retention and that had been going on for a long time, 2-3 years ago. The patient also mentioned that sometimes it was better and sometimes it got worse. Trouble shooting attempts were made and the patient confirmed the ins was on and the patient was at 1.4v on p4. The patient reported that he was scheduled to see the health care professional (hcp). The patient mentioned that the hcp told him peeing all the time was going to be the way it is until the patient gets well. The patient stated that maybe the prostate surgery was causing the problem. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported no additional steps were taken to resolve the issues. No further complications reported/anticipated.